Event description:
Inadvertent myelogram during epidurography. Pt underwent percutaneous lumbar decompression for neurogenic claudication due to lumbar spinal stenosis. A hospital outpatient facility was used for the procedure. The pt received monitored anesthesia care throughout the case. Epidurography was performed using approximately total 12 cc of isovue m300 radiopaque contrast agent injected as needed to maintain visual field. A three level (l2-3, l3-4, l4-5) bilateral procedure was performed. The physician noted significant add'l bone at the l2-3 level resulting in the need for a more aggressive procedure at that level. At the conclusion of the procedure, a small amount of contrast agent was observed in the subarachnoid space indicating an inadvertent myelogram, however, the pt's vital signs and postoperative clinical observation revealed a successful procedure with no untoward effects of the epidurography. According to the physician, the pt was quite pleased and jovial at time of release from the surgical facility. Later that same day, the pt became somewhat confused, which alarmed the family. He was taken to the local emergency room with an elevated temperature and some difficulty breathing. The pt was subsequently transferred to another hospital and admitted to ICU to ensure airway maintenance and rule out bleeding and stroke as possible causes for the symptoms. A full examination, including CT scan, was performed confirming there was no bleeding and no stroke, the diagnosis of 'inadvertent myelogram followed by chemical meningitis' was confirmed. The pt was observed overnight, and with fever subsided, rested comfortably the next day with release after two days in the hospital. According to the neurosurgeon, there are no sequelae and pt continues to do fine. The event was a result of inadvertent isovue administration intrathecally while performing epidurography during percutaneous decompression.